Event description:
Via social media reporting, "had the procedure a few years ago with almost zero results... In fact it created a ledge on my abdomen for some reason... I went back and had it done again with no change. I want to believe in it but for me it did not work?" Event status is unknown.

Manufacturer narrative:
Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.

Event description:
Via social media reporting, "had the procedure a few years ago with almost zero results... In fact it created a ledge on my abdomen for some reason... I went back and had it done again with no change. I want to believe in it but for me it did not work?" Event status is unknown.